Event description:
Intuvie received a report indicating that an infusion pump failed the ground resistance test, recording a measurement of 0.312ohm. The passing specification for the ground resistance test is < 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the ground resistance test, recording a measurement of 0.312 ohm. The passing specification for this test is less than 0.1 ohm. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed during the investigation. The probable cause was determined to be a component issue, which was successfully resolved by replacing the power filter module. Reference to complaint:(B)(4).